Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked. However, the instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was functional. No firing issues were found. Although no conclusion could be reached as to how the cartridge cover became broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported during an arterial bypass procedure that the clips would not advance. There was no adverse pt consequence.